Event description:
The hospital reported that during an endoscopic vein harvesting procedure, at the end of the case when the last branch was being taken, it appeared that the boot of the hemopro jaw detached from the device. The piece of the device was removed from the original incision. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot had detached from the cold jaw. The silicone boot was returned. No cracks or damage was observed on the silicone boot. Based upon the eval results, the reported complaint was confirmed. (B)(4).